Manufacturer narrative:
The subject device will not be returned to olympus for evaluation, due to being discarded. Therefore, the reported phenomenon and condition of the device could not be confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A nurse reported to olympus, when using an ultrasound bronchofiberscope, a balloon was applied by a senior nursing staff prior to insertion into the patient. It was noted that the balloon partially came off from the ultrasound tip. It stayed on the scope at the top/nipple part. This occurred twice, and a few weeks ago. The event occurred during a diagnostic endobronchial ultrasound (ebus). There was no report of patient harm associated with this event. Related patient identifiers: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause of the suggested event could not be concluded. Although the subject item had no issue, the event could have been detected by following the warning from the operator's manual as follows: never tie both ends of the balloon with sterile cotton thread. This may cause the balloon to rupture or come off the distal end of the endoscope when over-inflated. This can result in patient injury. Always lubricate the balloon before insertion. Otherwise, the balloon could rupture or come off. This could result in patient injury. Deflate the balloon before withdrawing the endoscope from the patient. Withdrawing the endoscope while the balloon is inflated could result in patient injury. Never inflate the balloon to a diameter of more than 20 mm when using the endoscope in the trachea. This could result in suffocation of the patient. Deflate the balloon and keep the endoscopic ultrasound center in the freeze mode, except during ultrasound observation. If the balloon does not deflate even when the extension tube is removed from the endoscope, insert the channel cleaning brush. Olympus will continue to monitor field performance for this device.